Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported trace diffuse lamellar keratitis (dlk) one day post lasik in a patient's right eye. Topical steroid dosage was increased. At one week follow up, slight dlk was still noted. Upon follow up, dlk was reported resolved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified . The root cause cannot be determined conclusively. (B)(4).